Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported, approximately six months after implant, that the patient's heart rate was bradycardic and the right atrial (ra) lead had no capture. A ra lead revision was attempted, but was unsuccessful as the ra and right ventricular (rv) leads were fibrosed together. The lead remains in use. No further patient complications have been reported as a result of this event.